Event description:
The customer reported receiving high readings of "hi" (greater than 500 mg/dl) and 128 mg/dl on their freestyle lite meter within 10 minutes. The customer took insulin based on the lower reading and started to experience dry mouth and aching feet. There was no report of treatment to counteract the medical event. No third party medical intervention was reported. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or third party medical intervention associated with this event.

Manufacturer narrative:
(B) (4). This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Note: the meter is designed to report readings of 20 mg/dl to 500 mg/dl. It should be noted that this meter does not give a numeric value for readings greater than 500 mg/dl. A reading greater than 500 mg/dl would display a "hi" message.